Manufacturer narrative:
Other text: no product was returned. The investigation determined the most probable cause of the no disposable alarm was the dso sensor. The most probable cause for an air in line alarm was the air detector or tubing connection, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported, the device indicated 'no disposable clamp tubing'. And there was air in line. No patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.